Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing pain, having difficulty communicating with and charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was retained by the medical facility.